Event description:
During screwing of acetabular screws, surgeon noted that the tip of the driver had broken off inside the screw head. He was unable to retrieve the fragment after a number of attempts and decided to leave the broken tip fragment in the screw head.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.